Event description:
Rn placed line bedside. No complications during procedure. Confirmation cxr showed fragment to wire in pt. Interventional radiologist was able to retrieve part of fragment. Remaining fragment of what is believed to be the guidewire, is now in the pulmonary artery. Pt had multiple PICC's prior to this one without complication. Unclear if the nurse used the angio cath or the steel needle during placement.

Manufacturer narrative:
The device has not been returned to the MFR for eval. Chr showed one other similar product complaint(s) from this lot number. (B) (4).